Event description:
5 sensors not sticking. Pt applies to upper part of arm. Clean area no lotion and wipes the area with alcohol wipe and waits 10 minutes for it to dry and the sensors fall off right away. Some fall off after a few days. Possible batch issue. Reference reports: mw5144810, mw5144811, mw5144812, mw5144814.